Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, on the first attempt, the valve was unable to be recaptured. Valve capsule was noted to be kinked; further attempts with micro adjustment wheel were unsuccessful to be recaptured. The patient's blood pressure noted to be decreasing. The valve and the ds were retrieved to descending aorta and still unable to recapture. The system was removed from the patient's anatomy through an external sheath. Introducer sheath was exchanged to 24 fr. A non-abbott was able to be implanted. The patient was discharged.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 19 dec. 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, on the first attempt, the valve was unable to be recaptured. Valve capsule was noted to be kinked; further attempts with micro adjustment wheel were unsuccessful to be recaptured. The patient's blood pressure noted to be decreasing. The valve and the ds were retrieved to descending aorta and still unable to recapture. The system was removed from the patient's anatomy through an external sheath. Introducer sheath was exchanged to 24 fr. No intervention was performed to treat the hypotension. A non-abbott was able to be implanted. The patient was discharged.

Manufacturer narrative:
An event of valve recapture problem and kink in valve capsule was reported; further attempts with micro adjustment wheel were unsuccessful to be recaptured. Reportedly, the patient's blood pressure was noted to be decreasing. The flexnav delivery system was returned to abbott for investigation. The valve capsule was kinked at the distal end. The proximal end of the valve capsule showed accordion like deformation, consistent with use-related stress. Upon cutting open the valve capsule, no evidence of delamination was found. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all functional. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all functional. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. The damage noted on the delivery system is consistent with damaged during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.